Manufacturer narrative:
Customer the was contacted for return of the suspect product. The product has not been returned to zoll for evaluation. The customer was advised to use the shielded 3-lead ECG/esu cable (part number 8009-000693) in lead I monitor mode with pads to maintain ECG signal integrity and enable pacing and synchronized cardioversion. Despite three outreach attempts, the customer has not responded, and the device was not returned.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to ablate patients (age & gender unknown), the device is unable to obtain an ECG signal. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.